Manufacturer narrative:
The investigation into the reported high purge pressure was completed. The device was not returned for evaluation, but the data logs were received. Analysis of the data logs showed the "purge pressure high" alarm triggered following a gradual rise in purge pressure over 4 hours; "purge system blocked" alarms were also present at this time. Heparin levels were at zero through the entirety of the case. However, since the device was not returned, the root cause of the high purge pressure was undetermined. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 65-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a high purge pressure alarm about 16 hours into support. The high purge pressure persisted even though no catheter kinks or purge system obstructions were observed. The purge cassette was replaced, but the issue remained. The p level was reduced without resolution and the decision was made to explant the pump. The patient remained stable on extracorporeal membrane oxygenation (ECMO) following explant. There were no reports of harm to the patient.